Manufacturer narrative:
Corrected information: g3 - date from initial submission should have been reported as 03/02/2021 (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration unknown). The peritoneal effluent culture result returned positive for staphylococcus epidermidis. Causality was attributed to a breach in aseptic technique; however, the specifics were not provided. There were no issues reported with the liberty select cycler or liberty cycler set in relation to this event. Per the pdrn, the patient continued pd therapy and is recovering from the event. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to a breach in aseptic technique. Per the pdrn, there were no reported issues with the patient¿s liberty select cycler or liberty cycler set. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, the patient continued to utilize the same liberty select cycler, without any reported issues of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 28/oct/2020 with cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration unknown). The peritoneal effluent culture result returned positive for staphylococcus epidermidis. Causality was attributed to a breach in aseptic technique; however, the specifics were not provided. There were no issues reported with the liberty select cycler or liberty cycler set in relation to this event. Per the pdrn, the patient continued pd therapy and is recovering from the event. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to a breach in aseptic technique. Per the pdrn, there were no reported issues with the patient¿s liberty select cycler or liberty cycler set. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, the patient continued to utilize the same liberty select cycler, without any reported issues of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.